Event description:
Pt had synvisc injection on (B)(6) 2015 and pt's son reports that her knee has been inflamed and hot since she took the injection. He states there is swelling at the knee cap. Pt also is getting chills and can't flex/move the joint. Dose or amount: unk - md admin, frequency: bilateral. Diagnosis or reason for use: osteoarthritis.